Manufacturer narrative:
Product event summary: the device was later returned to the manufacturer and analyzed. The device met 85 percent of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data were collected from the device and analy zed. The device battery was approaching the recommended replacement time. There was missing/invalid data in the cardiac compass diagnostic data.

Event description:
It was reported that there was an observation of invalid diagnostic data in the device interrogation report. It was confirmed with technical services that the data was corrupted. The device was removed and a new device was implanted due to battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.